Event description:
Complainant alleged that during an inservice training by a zoll representative the device's pacer rate would revert to the previous setting after adjusting pacer milliamps. Complainant indicated that there was no patient involvement in the reported malfunction.